Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced ineffective coverage of pain relief and diagnostic indicated one lead has low impedances and unable to be placed in MRI mode. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention, wherein the leads were explanted and replaced, thereby restoring effective therapy.